Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they are hearing an alert tone from their device. A follow up with the patient's healthcare provider yielded that a lead integrity alert (lia) triggered, and the right ventricular (rv) lead exhibited high/undefined impedances, and noise resulting in multiple false detections of ventricular tachycardia (vt). A lead fracture was suspected. The lead was programmed off and the patient was fitted with a life vest, and the lead was later explanted and replaced. No patient complications have been reported as a result of this event.